Event description:
Caller reported a pump malfunction described as error 199. There was no adverse impact to the customer's blood glucose level. Technical support established that the pump was included in a field correction, and actions included providing the customer with instructions for storage mode and facilitating the return of the malfunctioning device. Technical support also arranged for a replacement pump with updated software to be sent to the customer and guided them on programming the new pump and connecting it to their continuous glucose monitor. Customer acknowledged and understood all instructions provided.